Manufacturer narrative:
Failure analysis noted that the pump had no button response due to corroded keypad traces. There was no button error alarm. There was no moisture damage found on the electronic assembly. (B)(4).

Event description:
It was reported via phone call that there was moisture damage on the insulin pump. The customer's blood glucose was 235 mg/dl at the time of incident. The customer stated that the pump alarmed button error. She stated that she had been swimming and sweating while on vacation. The customer had not treated. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.